Manufacturer narrative:
The sample was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye noted broken occluder legs. Functional testing including leak and clamp function testing were performed which revealed a leak through the closed twist clamp; clear passage was performed with no issues noted. The cause of the broken occlude legs could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation of a returned minicap transfer set, it was discovered there was a leak through a closed twist clamp. There was no patient injury or medical intervention associated with this event. No additional information is available.